Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No prime/fill anomaly or rewind anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unable to complete rewind reservoir and tubing process. Customer stated insulin was squirting out during the fill tubing process and insulin continues to drip after motor stops during the fill tubing process. Customer stated they were unable to exit the load reservoir process. Customer stated the rewind option displayed after an alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.